Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to confirm the customer's reported issue during testing and evaluation. The service technician replaced the oxygen blender to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit was giving low oxygen concentration output. When set at 60%, the device is delivering 48%. There was no patient involvement associated with this complaint.